Event description:
It was reported to "ge" that when the operator moved the table to tilt -5 degrees, the table kept going until it reached its stop at -15 degrees. The pt slid off the table, striking her head. No serious unjury was reported. The table kept tilting as a result of a component failure on a circuit board. The table is equipped with end stops and an emergency stop button that should limit the potential for injury.